Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a revision surgery at c5-7 due to a broken screw at c5 that was detected during a routine follow up visit. According to the report, the patient had symptoms associated with the broken screw and had pseudoarthrosis. Patient symptoms were not specified in the report. Fragments of the broken screw remain in the patient. No further complications were reported.